Event description:
It was reported that during interrogation, the diagnostic episodes on the device were not available for download and a warning popped up indicating "invalid data." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.